Manufacturer narrative:
Continuation of concomitant products: 947 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing alert tones coming from the device. Upon interrogation, no alerts were noted in the observations section. It was noted, however, that there were hall sensor tones listed indicating a magnetic source. The caller was told to prompt the patient to discover the source of the magnet. The device is still in use. No patient complications have been reported as a result of this event.